Event description:
When the pt was connected to the dialysis machine, and the pump speed was increased to 300ml/min, a fine stream of blood came out of the venous lumen. A 1/2 inch split was noted in the venous lumen down from the hub. There did not appear to be any air introduced because there was a flow of blood. The catheter was clamped and the pt was seen by the physician as they complained of shortness of breath and back pain. The catheter was removed and discarded. The pt recovered completely.